Event description:
Healthcare professional reported a left implant "intracapsular rupture on MRI." Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported a left implant "intracapsular rupture on MRI." Device has been explanted.

Manufacturer narrative:
Code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.